Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3 was failed.the customer reported that there was a delay in the dispensing of medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed, multiple half-height cubie pockets were missing or non-functional in the medication application. A field service engineer replaced the cubie pocket tray, reseated the row board cable connections, and adjusted all cubie trays and pockets. After testing, all pockets and the drawer were successfully recovered. Preventive maintenance was completed. The system functioned as intended after the field service engineer repaired the device.